Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer, however, the device did appropriately emit tones in the presence of a magnet. A device reset was performed and a successful interrogation was able to be performed and charge timeout and battery depletion codes were observed. Additionally, the s-ICD and electrode exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) recommended device replacement. An invasive procedure was performed. The device was explanted and replaced. Defibrillation threshold (dft) testing was performed with the electrode and replacement device and noted shock impedance measurements were within normal limits. The electrode remains implanted and in service with the replacement device. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert and reached end of life (eol) battery status. The device case was removed to facilitate inspection of the internal components. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that analysis of this device was completed.